Event description:
The customer reported that during a case, the system displayed a generator communication failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator and workstation voltages were adjusted. The software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.